Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device lids broken and hose lid broken. The device has been returned to the product investigation lab (pil) for evaluation. Upon evaluation, pil was able to confirm the presence of "degraded sound abatement foam". Additionally, pil was not able to confirm the complaint of humidifier lid broken, for no accessories were returned with the device. There is no allegation of serious or permanent harm or injury reported. At this time, no medical intervention has been reported, and no further investigation can be performed. If any additional information is received, a follow up report will be filed.